Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was off. The customer¿s blood glucose was unknown. The customer stated that overall insulin pump was hot. The insulin pump had blank display and the contact on the battery cap was neither damaged nor corroded. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No device heating up noted during testing. (B)(4).